Manufacturer narrative:
H4: the lot was manufactured from september 1, 2022 to september 2, 2022. H10: one (1) used and twenty-eight (28) unopened samples were received for evaluation. An unaided visual inspection was performed on all the samples which did not identify any abnormalities that could have contributed to the reported condition. System level testing was performed on a compounder with the actual (used) sample and 1 randomly selected sample of cavity a and two randomly selected samples of cavity b with no issues observed on any of the four samples.the actual sample and each of the random samples were evaluated by reproducing the customer complaint as closely as possible by attaching a lipid solution to ports 1 through 23 and sterile water to port 24 for testing. The valve sets were then analyzed at various points throughout the prime and verify process and the pump calibration process. No leak was verified on any of the four (4) samples. Therefore, the reported condition was not verified. The devices passed testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was drawn in during the pumping process of three (3) em2400 valve sets. During the installation of three valve sets, the air was drawn in during the pumping process, starting at port 11. In one case, after a post-installation, also at port 10. The installation took place on two different production days. During the pumping process, it was observed how air bubbles formed in the system, even though port 11 was disconnected or not used. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.